Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for testing and evaluation but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that during pta of an 80% occluded lesion in the superficial femoral artery with moderate calcification and mild vessel tortuosity, friction/resistance occurred while advancing a smart control to the target lesion. When the device was removed from the patient, the distal tip was found frayed. Nothing unusual was noted about the stent delivery system prior to use. There was no reported patient injury. One non sterile smart control 6x100 mm was received coiled inside a plastic bag. The radiopaque marker was found frayed also dry blood was found on the distal tip. The stent was returned in its original position with the looking pin detached from the smart control handle. No more visual anomalies were found. The od from the outer body and the od from the distal tip were measured and were found within specification. Review of lot 15291861 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint the damage on the radiopaque marker reported by the customer was confirmed during analysis. The cause of the damage (frayed) on the radiopaque marker could not be determined. Controls are in place to prevent this type of failure from leaving the facility. The tracking difficulty reported by the customer could not be confirmed during analysis. No anomalies were found on the returned unit that can be related to this reported failure. No corrective action will be taken at this time, since the cause of the damage on the distal tip as well the tracking difficulty does not appear to be manufacturing related. In this case, it is likely that the difficulty experienced by the customer was related to procedural factors, vessel characteristics and/or user handling.

Event description:
The report received from the affiliate indicated that during pta of an 80% occluded lesion in the superficial femoral artery with moderate calcification and mild vessel tortuosity, friction/resistance occurred while advancing a smart control (complaint product) to the target lesion. When the device was removed from the patient, the distal tip was found frayed. Therefore, other new product (details unknown) was used and the procedure was completed without any other problems. There was no adverse event and the patient is in stable condition. There will be product return. Approach for the procedure was made via the ipsilateral. The product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. A 6f goodman sheath introducer was used. A guiding catheter was not used in the procedure. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter.